Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm the complaint by reviewing the error log and finding entries of wash probe 2 home overrun errors. The error was reproduced by running a prime wash and getting a wash probe 2 home overrun error. The fse resolved the complaint by replacing the s201 wash home sensor and lubricating the wash syringe assembly. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 08jul2018 through aware date (B)(6) 2019. There were no other similar complaints identified during the review period. The aia-2000 operator's manual under appendix 4: error messages states the following: 4383 - wash syringe 2 home overrun cause : the home sensor activated improperly after movement of the wash syringe 2. The measurement result will be flagged (wu flag). Solution : contact tosoh service center or local representatives. The probable cause of the reported event was due to failure of the s201 wash home sensor.

Event description:
A customer reported getting error message 4383 wash syringe 2 home overrun on the aia-2000 instrument. The customer also reported hearing a loud noise before the error occurs. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of intact parathyroid hormone (ipth), prolactin (prl), luteinizing hormone (lhii), and follicle stimulating hormone (fsh) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.